Event description:
The customer reported that the device did not advise a shock for a pt heart rate of 156 beats per minute(bpm). There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.